Event description:
It was reported to tyco/kendall healthcare on 8/14/01 that a catheter was implanted earlier in 2001. It was alleged that during the night of the event the catheter tube detached itself. The catheter was pinched off. The catheter was explanted and a new catheter placed. No side effect/injury to pt.